Manufacturer narrative:
The customer reported there was blood leaking from the clear needleless connector (maxplus) and returned one used sample of material mp5314-c, lot 25055271. Upon initial visual examination, the set verified the complaint of component damage - leak, there was blood all over the sample, and the return also included a pink catheter hub. The maxplus sample was investigated for defects, leaks, or abnormalities, but none were found. The complaint of damage - leak could not be verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue could not be identified without a replicated failure.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that when the patient complained of feeling like her IV was leaking. Emt found that blood was freely flowing from the endcap (removable clear needleless connector) on the bd maxplus pressure rated extension set. The cap was replaced with a new one. The patient became nauseated and vomited r/t the uncontrolled blood leaking from the IV connector.